Manufacturer narrative:
Device evaluation summary: monitor (B)(4) and electrode belt (B)(4) have not yet been recovered from the field. A review of downloaded software flag files on the day of the event was performed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. Device manufacture date: monitor: 07/11/2013; belt: 01/13/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018. Prior to passing, the patient received an inappropriate treatment shock from the lifevest. It was reported that the patient was at home at the time of the treatment event. The patient's sister was present and reported that the patient was not alert during the alarms and did not press the response buttons. Resuscitation efforts were performed by the patient's sister, a nurse, while the patient was at home. The lifevest detected an arrhythmia at 14:44:04 on (B)(6) 2018. The rhythm was CPR artifact with intermittent cardiac activity. The lifevest released gel and a treatment shock was delivered at 14:45:27 while the patient was in asystole with intermittent cardiac activity. Intermittent cardiac activity and oversensing low-amplitude cardiac signal contributed to the false detection. The patient's post-shock rhythm was bradycardia at 40 bpm. Following the treatment, the lifevest detected asystole several times. ECG recording shows that the patient's rhythm at this time was intermittent cardiac activity that degraded to asystole. CPR artifact can also be seen on the recording. Intermittent response button occurred during this time, too. It is unknown who was pressing the response buttons. At 15:04:19, the lifevest declared a non-treatable rhythm, and the electrode belt was disconnected at 15:11:25. Following the event, the patient was taken to the ER where she passed around 16:30:00. There is no indication that the lifevest inappropriate treatment caused or contributed to the patient's death, as the patient was already in a non-treatable rhythm prior to the treatment. Asystole is considered a non-treatable rhythm by the lifevest.